Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their therapy seems to have s topped working. Patient stated their legs are on fire and the pain has been building up for the past couple of weeks, but it is really bad now. Patient reported the pain first started in their feet and now it is going up their legs. Patient stated they tried to adjust their therapy, but it doesn't seem to help. Patient texted a manufacturer representative (rep) who had availability this friday, but the healthcare provider (hcp) will not be in the office on friday and the patient stated they will have to wait until next thursday for the appointment and this doesn't seem right because they are in pain. Agent reviewed role of rep and provided nas number. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about what could have lead to their therapy not working, they didn't know why things changed. They were going to see their doctor soon. The new program was working well.